Event description:
As reported for this event by the customer, during a laparoscopic nephrectomy the device probe broke off. The broken piece has been retrieved. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital attached to (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the returned device, it was observed that the probe broke off 11 mm from the tip. There was a scratch around the broken part of the probe. In addition, the coating of the probe around the scratch was partially peeled off. When observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. Based on the result of device evaluation and investigation of past cases, a likely mechanism causing the breakage of the probe might be the following: the probe was contacting metal objects or surgical instruments during the output activation in seal and cut mode. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe, and an error was detected. After that, a force was applied to the probe during device handling. As a result, the probe broke. The instructions for use includes the following statements that warn against the issue. As such, it can be considered that the event occurred due to user handling. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: the broken piece did not fall in the patient. The procedure was therapeutic. Event occurred 30 minutes into the procedure, while the doctor was performing cut. Settings at the time of the event were seal and cut 1/seal 3. There was a delay of only as much time was required to open a new device. The patient did not require to be given additional anesthesia. The device was inspected prior to use with a probe check. No anomalies were noted. The connection points to the generator were not inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.